Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The physician went through the pre-imaging; there was no spontaneous echo contrast or anything that indicated a clot. There was no independent movement, and the imaging of the appendage was very clear in 0, 45, 90, and 135-degrees. The procedure went normally. The physician gained femoral vein access and used the versacross fixed kit to get left atrium access with a low-mid stick. The transseptal sheath was exchanged for the was sheath. The pigtail catheter was loaded over the versacross wire and into the laa. The activated clotting time (act) was 319 seconds. The pigtail was navigated inside the appendage, and a contrast shot was given. After the fluoroscopy, a 27mm closure device was opened and prepared. After finishing flushing, the physician moved to swap the pigtail catheter out with the closure device and the physician noticed something inside the appendage. After further inspection, it was determined that there was a mobile thrombus in the appendage. The location was odd; it was high while the patient was on coumadin. The physician reviewed the pre imaging and could not find anything obvious. The physician thought the thrombus was very solidified on the gutter of the ridge and was partially dislodged when the pigtail catheter went in. A second act was 329 seconds. The physician said it was possible the patient had a clot because the patient was off direct oral anticoagulant (doac) for three weeks due to multiple gastrointestinal (gi) bleeds. The case was aborted, and the physician withdrew the pigtail and trusteer. The clot was still attached to the appendage. The physician's plan is to put the patient back on eliquis for four (4) months and bring the patient back for a watchman implant. The patient woke up with no issues and was discharged. There were no patient complications.